Event description:
It was reported the distal cover came off of the duodenovideoscope during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure for choledocholithiasis, abdominal pain, nausea and vomiting. Procedural challenges during the procedure included: the patient was endotracheally intubated. The distal cover fell off as the scope was being withdrawn at the conclusion of the procedure through the gastric lumen to the esophagus. The distal cover was retrieved endoscopically using a roth retrieval net. The patient did not experience any adverse effects due to the reported event. The patient's current condition is reported as no problems noted related to the procedure. There was no abnormality in the appearance of the scope or distal cover before or after the procedure. No anti-fogging agents were used during the procedure. Patient identifier c22331427: maj-2315, lot h1118patient identifier c22331432: tjf-q190v, serial 2228184